Event description:
It was reported that premature battery depletion was alleged involving this device. It was noted that in (B)(6) 2020 the battery showed ninety months remaining and most recently (nine months later) had decreased to 36 months remaining. A review of the device data by engineering noted that the power consumption of this device had increased during the past year. Replacement of the device was recommended as the device was malfunctioning and should be returned for analysis. It was noted that assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least ninety days. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.

Event description:
It was reported that premature battery depletion was alleged involving this device. It was noted that in (B)(6) 2020 the battery showed ninety months remaining and most recently (nine months later) had decreased to 36 months remaining. A review of the device data by engineering noted that the power consumption of this device had increased during the past year. Replacement of the device was recommended as the device was malfunctioning and should be returned for analysis. It was noted that assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least ninety days. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that premature battery depletion was alleged involving this device. It was noted that in january 2020 the battery showed ninety months remaining and most recently (nine months later) had decreased to 36 months remaining. A review of the device data by engineering noted that the power consumption of this device had increased during the past year. Replacement of the device was recommended as the device was malfunctioning and should be returned for analysis. It was noted that assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least ninety days. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.

Event description:
It was reported that premature battery depletion was alleged involving this device. It was noted that in january 2020 the battery showed ninety months remaining and most recently (nine months later) had decreased to 36 months remaining. A review of the device data by engineering noted that the power consumption of this device had increased during the past year. Replacement of the device was recommended as the device was malfunctioning and should be returned for analysis. It was noted that assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least ninety days. The device was explanted and returned. No additional adverse patient effects were reported.